Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had no power. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had no power. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was affected by drawers 7.1 and 7.2. Upon further investigation, a cut was discovered in the internal pyxibus cable. This damaged cable was making contact with the back of the drawer, causing the station to ground and resulting in operational failures. A field service engineer replaced the cable, which resolved the grounding problem. The fse conducted additional testing using the hardware test application. All drawers functioned correctly. No further repairs were required. User application, and the field service engineer conducted additional testing using the hardware test application. The system functioned as intended after the field service engineer repaired the device.